Manufacturer narrative:
The reported multifix s-ultra 6.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿anchor broke when surgeon began to impact the anchor into the bone.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive probing. (2) misalignment of implant.

Event description:
It was reported that the anchor broke when surgeon began to impact the anchor into the bone. All broken pieces were retrieved from the patient. It is unknown if there was a backup device available to complete the procedure and if there was a delay due to the device malfunction. No patient injury reported.